Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever and abdominal pain. The cause of peritonitis was unknown. Three days after experiencing symptoms, the patient was hospitalized and treated with cefazolin and gentamycin for peritonitis. At the time of this report, the patient was recovering from the event. The action taken with pd therapy were not reported. No additional information is available.